Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that customer experienced unstable battery connection and pump was turning off randomly. The customer reported no adverse event. The event involved product was mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. The product mmt-1884 will not be returned for analysis.

Manufacturer narrative:
No blank display dung testing. Pump passed self test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis not confirmed low battery alert on event date. Battery cycle 7.0 received the lowbatteryalert (104) on 07/30/2025 07:55:00 after more than 7 days at 14.05 days. Battery cycle 6.0 received the lowbatteryalert (104) on 07/16/2025 06:27:00 after more than 7 days at 14.79 days. Battery cycle 2.0 received the lowbatteryalert (104) on 06/11/2025 16:44:00 after more than 7 days at 15.42 days. Data available reference to the baat tool instructions, the customer does not experience an unexpected battery power loss of less than 7 days per pump history records. The pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails, label damage. No blank display noted. No unexpected battery power loss, charge/battery lasts less than expected or low battery alert noted during testing and in files download history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.